Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rings inside the craniotome device were "rattling around and blocking insertion for the burr." The reporter confirmed that this event was observed during preventive maintenance inspection at the customer's facility. An identical spare device was available for subsequent surgical procedures. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.